Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 475cc gel breast prostheses when the right breast prosthesis ruptured after implantation. The rupture was diagnosed via ultrasound. In addition, the patient developed capsular contracture (baker grade unknown) in both of her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses in (B)(6) 2021. Reason for device explant and/or reoperation: right breast prosthesis rupture, bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-mar-2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).